Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) has been confirmed. As received, the response button covers were missing and the front switch was contaminated. The cause of the inability to activate the device is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (damaged connector) was investigated. Upon evaluation, the trunk cable connector was cracked, enabling the electrode belt from connecting to the monitor. The cause of the damaged connection is the cracked trunk cable connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's monitor's response buttons would not activate and that the patient's electrode belt had a damaged connector.